Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic the device was explanted on (B)(6) 2024, due a non-device related infection. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 24, 2024.